Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration /perforation of the essure device/essure coil in intraperitoneum"), ectopic pregnancy with contraceptive device ("ectopic pregnancy / pregnancy ectopic"), abortion of ectopic pregnancy ("first trimester spontaneous abortion/ missed first trimester spontaneous abortion"), genital haemorrhage ("heavy and irregular bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) excessive menstruation") in a 25-year-old female patient (gravida 3, para 2) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 (dob: (B)(6) 2006 and (B)(6) 2009), vaginal delivery and ex-smoker. Previously administered products included for an unreported indication: depo provera on (B)(6) 2010. Concurrent conditions included overweight, spotting vaginal, energy decreased, anxious mood, tearfulness and uterine mass. Concomitant products included ibuprofen from (B)(6) 2012 to (B)(6) 2013, intrauterine contraceptive device (iud nos) and oxycodone from (B)(6) 2012 to (B)(6) 2013. In 2010, the patient had essure inserted. In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criterion medically significant), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("depression"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), pollakiuria ("urinary frequency"), abdominal pain ("abdomen pain") and urinary retention ("not emptying"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with desvenlafaxine succinate (pristiq), citalopram hydrobromide (celexa), surgery (on (B)(6) 2013,underwent pelvic surgery /hysterectomy (partial)/excision coil intraperitoneal), surgery (on (B)(6) 2012 she underwent drainage and curettage). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, bladder disorder, urinary tract disorder, pollakiuria, abdominal pain and urinary retention outcome was unknown. The reporter considered abdominal pain, abortion of ectopic pregnancy, bladder disorder, depression, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pollakiuria, urinary retention, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on 29-may-2018: plaintiff fact sheet was received and the following information was provided: lab data added; supracervical hysterectomy was reported as abnormal bleeding (vaginal) and menorrhagia treatment. Amended perforation to uterine perforation. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("migration /perforation of the essure device"), ectopic pregnancy with contraceptive device ("ectopic pregnancy / pregnancy ectopic"), abortion spontaneous ("irst trimester spontaneous abortion/ missed first trimester spontaneous abortion") and genital haemorrhage ("heavy and irregular bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 2 (dob: (B)(6) 2006 and (B)(6) 2009), vaginal delivery and ex-smoker. Previously administered products included for an unreported indication: depo provera on (B)(6) 2010. Concurrent conditions included overweight, spotting vaginal, energy decreased, anxious mood, tearfulness and uterine mass. Concomitant products included ibuprofen from (B)(6) 2012 to (B)(6) 2013, intrauterine contraceptive device (iud nos) and oxycodone from (B)(6) 2012 to (B)(6) 2013. In 2010, the patient had essure inserted. In 2011, the patient experienced perforation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) excessive menstruation"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), pollakiuria ("urinary frequency"), abdominal pain ("abdomen pain") and urinary retention ("not emptying"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with desvenlafaxine succinate (pristiq), citalopram hydrobromide (celexa), surgery (on (B)(6) 2013,underwent pelvic surgery / hysterectomy (partial) supracervical hysterectomy) and surgery (on (B)(6) 2012 she underwent a d&c and laparoscopic tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the perforation, ectopic pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, depression, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, pollakiuria, abdominal pain and urinary retention outcome was unknown. The reporter considered abdominal pain, abortion spontaneous, bladder disorder, depression, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, perforation, pollakiuria, urinary retention, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Most recent follow-up information incorporated above includes: on 16-feb-2018: pfs received - new events, "abnormal bleeding (vaginal), depression, abnormal bleeding (menorrhagia) excessive menstruation, bladder problems or changes, urinary problems or changes, urinary frequency, abdomen pain, first trimester spontaneous abortion/ missed first trimester spontaneous abortion, not emptying"were added. New reporter were added. Lab data were added. Historical and concomitant conditions and treatment medication were added. Product explant date was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), perforation ("migration /perforation of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for sterilisation. Other product or product use issues identified: device ineffective "device ineffective". In 2010, the patient had essure inserted. In 2011, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2013, she underwent pelvic surgery to try and alleviate the symptoms.). At the time of the report, the ectopic pregnancy with contraceptive device, perforation and genital haemorrhage outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, genital haemorrhage and perforation to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.